Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) contacted the customer over the phone to address the reported event. During troubleshooting, fse found that the customer had used the wrong wash on the instrument. Fse then instructed the customer to make a new wash and re-run the bf probe wash prime. The customer ran the wash prime without any bf purge probe errors. The customer reported that they did not need fse to come on site to perform servicing as they had run the daily check and quality controls (qc) without any issues. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint and service history review for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-360 operator's manual under chapter 7 error messages and flags states the following: error 2015, bf probe purge failure indicates that the purging by the bf probe is abnormal. To troubleshoot the error, clean up the wash probe tip or replace it. Contact the service department. Chapter 2-4 under installation procedures states: the wash solution and waste fluid bottles are identical in shape, so be sure to check the identification seals to prevent any mixups. Mistakes will result in incorrect assay results. The most probable cause of 2015 bf probe purge failure error message was due to operator error of the customer using the incorrect wash on the instrument.

Event description:
A customer reported a 2015 bf wash probe failure error message during startup with the aia-360 instrument. The customer runs low volume of approximately 200 samples per year. The customer reported that they changed the wash the night before and primed the wash several times but never checked the wash probe tip. They reported that the wash was made up of 40ml in 1000ml. Technical support (ts) requested that the customer check the wash probe tip and the sensor caps on the level sensor wire but there were no issues found with either of the components. Ts instructed the customer to remove the yellow caps and replace them. Ts then instructed the customer to check the tubing above the wash probe assembly and it was connected properly without any bubbles. Ts also instructed the customer to power off, reseat caps on the wash, diluent, waste, and reboot. The customer then primed the wash again and wiped off the sensors going into the wash but the error persisted. Field service engineering (fse) was dispatched to address the reported event, resulting in a delay of parathyroid (ipth) hormone patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.